Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings. The sensor reading was 70 mg/dl when the blood glucose was 168 mg/dl and was 55 when the blood glucose reading was 90 mg/dl. The customer also reported that the sensor had given a reading of 300 mg/dl and the customer treated based on that number. The customer realized the blood glucose was actually 50 mg/dl. The customer declined troubleshooting for these issues.